Event description:
The report received via voluntary medwatch indicated that approximately two weeks after implantation of a trapease inferior vena cava filter, the pt experienced pulmonary embolism (pe), lethargy, deep vein thrombosis (dvt), and subsequently expired. The pt was admitted initially with shortness of breath (sob). Duplex ultrasound demonstrated right lower extremity dvt, no left lower extremity dvt, with medical management for pulmonary embolism. The trapease ivc filter was implanted and the pt was discharged to a nursing home. Two weeks after discharge, the pt was re-admitted due to lethargy, and swollen, cold, bluish discolored left lower extremity/phlegmasia. A duplex ultrasound demonstrated an acute partial thrombosis in the left iliac, common femoral, and popliteal veins. The pt went into respiratory distress from pulmonary embolism, was coded via acls protocol and expired. No autopsy was performed. The cause of death was listed as recurrent pulmonary embolism. No additional info was provided.

Manufacturer narrative:
The device remains implanted in the pt and is not available for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. The complaint received states that after trapease ivc filter implantation the pt suffered pulmonary embolism, deep vein thrombosis and lethargy and then subsequently died. This was a male pt of unk age but with medical history including cva, coronary artery disease-s/p cardiac stents, pulmonary hypertension, gastro intestinal bleeding, chronic kidney disease, and hip replacement. The pt admitted with shortness of breath. Lower extremity duplex sonography revealed right lower extremity dvt-rt fv with pulmonary embolism no dvt was imaged in the left lower extremity. Medical management was given for the pulmonary embolism. A trapease ivc filter was implanted. The pt was discharged to a nursing home in an unk condition. Two weeks after transfer, the pt was readmitted to the hospital with lethargy and swollen, cold, bluish, discolored left lower extremity. Duplex sonography showed acute partial thrombosis in the left iliac, common femoral and popliteal veins. The pt went into respiratory distress, from pulmonary embolism, coded and acsl protocol was initiated, but the pt expired. The family refused an autopsy; however, the cause of death was listed as recurrent pulmonary embolism. The filter remains implanted thus unavailable for analysis. There is no sterile lot number info available thus no DHR could be performed. Pulmonary embolism with lethargy and deep vein thrombosis are known potential adverse events associated with ivc filter implantation. There is no sterile lot number info thus no DHR could be reviewed; however, inspections are in place to ensure that no damaged products are released for marketing. This pt had pre-existing deep vein thrombosis and an acute pulmonary embolism prior to ivc filter placement. It is unk if the pt was on an anticoagulation regimen. It is possible that overburden of thrombus was present within the ivc filter and once the device was overburdened the excess thrombus was mobilized into the lungs causing the fatal pulmonary embolism. Review of the info suggests that pt and vessel factors may have contributed to the reported events. Please note that this is the initial/final report for this product.